Event description:
Complainant alleged that during a routine shift check by a clinician performing a defibrillation self test using a multifunction cable, the device displayed error message code "paddle fault" on the monitor screen. The same test was performed using paddles and "test ok" was displayed. The complainant indicated that there was no pt involvement in the reported failure.